Event description:
(B)(4). Pain in abdomen daily, lactose intolerance, indigestion, had cyst burst requiring hospitalization, ablation which cause cervix to close and fill with blood and clots, dnc to clean out. Sharp pains in tubes, depression, headaches, severe bloating, weight gain.